Event description:
It was reported to philips that the exposure was terminated due to a cooling unit problem. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, and the procedure was continued and completed as planned without a restart. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to make exposures. A review of the log file showed that the tube cooling unit was defective. Upon troubleshooting, the fse found that the system was unable to perform exposures because there was a defect in the tube cooling unit. To resolve the issue, the fse replaced the tube cooler. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported exposure issue didn't impact the completion of the procedure. The procedure was completed as planned, with no impact on the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.